Event description:
Related manufacturer reference number: 2017865-2021-29666. It was reported that the patient presented with noise resulting in oversensing on both their right ventricular (rv) and right atrial (ra) leads. Programming changes were not made at the time and the patient would continue to be monitored. There were no patient consequences.